Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator shut off while on a patient. They removed the patient from the vent and provided manual ventilations via bag valve mask. The customer confirmed that there was no patient harm associated with the reported event.